Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked at the connection between the luer and the blue winged luer cap. The reporter stated that the blue winged luer cap was fastened. This occurred after filling of the device and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.